Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a specimen retrieval procedure using the endo catch gold, the bag broke off inside the patient's abdomen. An x-ray was conducted to ensure the bag was out of the patient and to locate or confirm all pieces were retrieved.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the product was received with the shaft snapped in half. The gold ring was disengaged with string attached. The retrieval bag was disengaged. The shrink wrap was disengaged from the ring. It was reported that the bag broke off inside the patient's abdomen. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the device is leveraged and exposed to an improper or excessive force. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use morcellators with an endocatch ii 15mm specimen pouch. Do not use morcellators with an endo catch¿ gold specimen retrieval pouch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.